Manufacturer narrative:
The returned right ventricular (rv) lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis determined that the high threshold allegation was not confirmed. The lead passed all tests performed. However, the lead appears to have been bent at the distal end of the terminal boot. Moreover, the damage is not considered the cause of the electrical allegations because etfe coating/insulation is still intact on the conductors.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Moreover, patient is not dependent. This lead was explanted and returned. No additional adverse patient effects were reported.